Manufacturer narrative:
Upon further investigation it was found that the incorrect date of product return (dec 2, 2015) was entered the inital medwatch report. The correct date of product return (dec 7, 2015) has been inserted. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device mechanic had seized, jammed, and was heavy moving. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance and cleaning. This is further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the mechanic had seized, jammed, and was heavy moving on the chuck with key device. It was noted in the service order that the mechanic had seized, jammed, and was heavy moving on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.